Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (B)(4) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: cgm history shows multiple consecutive ¿error1¿ cgm alarms on (B)(6) 2016. ¿error1¿ is defined as a discrepancy between bg reading and bg calibration. Test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿cs215¿ warning or any eaw occurred, unable to duplicate ¿error1¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.